Event description:
It was reported that the patient had the artificial urinary sphincter pressure regulating balloon removed due to unspecified reasons. A new artificial urinary sphincter 61-70 cm h2o pressure regulating balloon was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the balloon herniated due to a patient inguinal herniation. The balloon was originally placed in the normal location - space of retzius. The new balloon was placed on the opposite side of the explanted balloon. The patient was doing fine following the revision surgery.